Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the graphic user interface (gui) printed circuit board (pcb) and replaced the backlight inverter pcbs. The device then passed all testing and was placed back in service.

Event description:
This complaint was identified as part of a retrospective complaint review. It was reported that during patient use, a ventilator shutdown and then turned back on. The patient was transferred to another device. There was no report of patient harm as a result of this event.